Event description:
The respiratory therapist (rt) reported bellavista1000 us giving alarm 401 - "inspiration valve or device leaky prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for investigation. However, a vyaire field service representative(fsr) evaluated the device onsite. The logs were checked and there was no recurring 401 error. The o2 cell was checked. It was properly inserted and there were no visible cracks. The sinster bronze filter was checked and software was updated to 6.0.2100.0. The fsr performed a new procedure of o2 valve offset calibration (with pressure regulator). Chemical o2 concentration calibration was performed three times. Two point calibration passed and verification test was done. All parameters were within specification. The unit is ready for use. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: most likely the root cause is due to user fault. Possible that the leak is caused by o2 sensor not well applied.